Event description:
It was reported that balloon ruptured occurred. A 3.50 mm x 12 mm nc emerge balloon catheter was advanced for dilation. However, during the third inflation at 16 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications nor injuries were reported, and the patient condition was good post-procedure.